Event description:
The instruments for an ercp (endoscopic retrograde cholangiopancreatography) were being prepared for surgery. As part of the or practice, the md attempted to inflate the balloon of the ercp extractor device prior to inserting it into the patient. The balloon would not inflate. The balloon syringe was easily depressed, but the balloon did not inflate. The device was removed from the operative field and replaced with an identical product from the same lot number. The replacement product functioned as expected. The defective device had no obvious flaws or defects. The staff do not know why the device failed. The staff and md involved in the case have used this device many times. There have been no other occurrences of this incident. The ercp retrieval balloon and extractor rx were returned to the manufacturer for investigation and analysis.